Event description:
It was reported that during an open reduction internal fixation (orif) pilon fracture surgery, the tip of the drill bit broke off. The broken piece, which was approximately 7mm, was left in the patient and there is no plan for removal. The patient status/outcome was reported as fine. Surgery was successfully completed without surgical delays. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional product code: hsz. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history record was completed: orchid unique manufactured the 2.5mm drill bit qc, part number 310.25, and lot number u196812. Initially, the parts conformed to the supplier¿s certificate of conformance and synthes final inspection sheet. There were no material review reports, non-conformance reports, or complaint related issues with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.